Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Out of warranty; no request for mnf serv.

Event description:
The customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the device was in use on a patient and there was no patient harm.a vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb board or power management pcb board for the reported problem. The biomedical engineer reported the data acquisition pcb board was replaced and the reported problem was resolved.